Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial tear on the balloon, the crimped balloon wrinkled, the sheath expanded as designed, liner bunching at the sheath distal tip, sheath shaft distal end was twisted, slight sheath distal tip damage and multiple kinks on the sheath shaft. No other abnormalities were observed on the delivery system and the sheath. No functional testing was performed due to the condition of the returned device (balloon burst, sheath damage). Dimensional analysis at different locations along the torn balloon found the balloon wall thickness met specifications. During manufacturing, all balloon catheters undergo multiple 100% inspections. The complaint for balloon burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. The reported perceived root cause was associated with an interaction between the delivery system balloon inflation and a simultaneous placement of a coronary stent. Per report, the physician placed a coronary stent in order to protect the coronary ostium from complications associated with the placement of the sapien xt valve. While the placement of the coronary stent may have damaged the balloon during deployment, other factors may have contributed to the burst: per the physician training manual it is noted that inflation volume may vary while performing a valve in valve procedure. Exceeding the rated burst pressure during deployment may also cause balloon damage/burst. Deployment into a calcified annulus also carries the risk of a balloon burst. Deposits of calcium can puncture the deployment balloon. At this time there is not enough information to determine a definite root cause. In addition, the complaint for withdrawal difficulty through sheath was confirmed but no manufacturing non-conformities were found in the returned sample. Based on the returned condition of the devices (balloon burst and distal tip damage on the sheath), the complaint was confirmed for withdrawal difficulty-through the sheath. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved. Per the training materials, the user is instructed to retract the loader to the proximal end of the delivery system and to lock (click) the flex catheter back in default position to ensure the flex catheter tip collapses into the esheath during system removal. The complaint was confirmed for balloon burst and withdrawal difficulty through sheath, but no manufacturing non-conformities were found in the returned sample. In this case, available information indicates that patient/procedural factors (placed coronary stent; condition of burst balloon) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our italian affiliate, during valve deployment of a 23mm sapien xt valve in an existing pericarbon valve, the balloon burst at the end of deployment; however, the valve was well expanded. Coronary stents were positioned beforehand in the coronary arteries for precautionary reasons. The broken balloon was surgically removed to close the femoral artery. The patient was stable. Per report, the cause for the broken balloon was caused by the coronary stents that were positioned in the coronary arteries.